Manufacturer narrative:
An investigation into bottles being processed on the bact/alert® 3d was performed by biomerieux to determine the root cause of bottle being processed using the wrong bottle type. A review of the data back-up from the instrument was performed. This review revealed that the user would scan the bottle at the instrument and the proper bottle type was recognized. At a later time, the site's laboratory information system (lis), not a biomerieux product, changed the bottle type to the incorrect bottle. Further investigation into this issue with the customer, revealed that the customer received the information necessary to properly configure their lis. The user did have the bact/alert® pf plus properly coded within their lis; however the bact/alert® fa plus and bact/alert® fn plus were not properly coded. The customer has since updated their lis with the proper codes and no further issue is expected. The root cause of this incident was a customer error in having their lis improperly configured for the bact/alert® fa plus and bact/alert® fn plus bottle.

Manufacturer narrative:
The bottle type is being sent from the customer's lis, which is not a biomerieux product. A review of the instrument data log was performed. During this review, it was noted that the bottle was being scanned into the system by the user and was registering as the proper bottle type. Subsequently, the lis was transmitting the information and the bottle type was being overwritten with the incorrect bottle type. The bact/alert system is operating as intended and configured.

Event description:
On (B)(6) 2015 a customer reported to biomerieux they had an issue regarding the bact/alert 3d instrument. During troubleshooting of this issue, it was noted that the instrument was processing bottles utilizing incorrect bottle type algorithms, fn and fa instead of fn+ and fa+.